Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information indicated by medtronic that the insulin pump had an insulin pump error. The customer's blood glucose levels were 7.1 mmol/l at the time of the incident. Troubleshooting was performed. It was also stated that the insulin bump has battery issues. It was not stated if the pump error was cleared successfully the insulin will not return for the analysis.